Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain sensor readings. The customer reported symptoms of sweating and a loss of consciousness. The customer had contact with a healthcare provider who provider intravenous glucose for treatment and provided the customer with a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor extended investigation: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Freestyle librelink application extended investigation (software): the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported scan error. The reported issue was investigated per (B)(4) and attempted to be replicated using similar configurations of iphone 14 plus (ios 17.3.1, 2.11.1.8275). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the customer's reported application during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device in use with iphone, os 17.3.1, app version 2.11.2.8275 and as a result, the customer was unable to obtain sensor readings. The customer reported symptoms of sweating and a loss of consciousness. The customer had contact with a healthcare provider who provider intravenous glucose for treatment and provided the customer with a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug assembly was not combined with the patch and the sharp is stuck inside the sensor plug assembly. No physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) with event code 2 observed. Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Attempted to communicate the returned sensor using a known good reader, communication was successful. Reader successfully communicate with the returned sensor. No error message was observed. An extended investigation was performed on the returned sensor and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). The returned sensor was successfully communicate with known good reader. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated. Sensor was able to communicate without any issues. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug assembly did not combined with the patch and the sharp is stuck inside the sensor plug assembly. No physical damage was observed on sensor patch. Visual inspection has been performed on the sensor plug assembly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Attempt to communicate between returned sensor and known good reader. Reader successfully communicate with the returned sensor. No error message was observed. An extended investigation was performed on the returned sensor and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). The returned sensor was successfully communicate with known good reader. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated. Sensor was able to communicate without any issues. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device in use with iphone, os 17.3.1, app version 2.11.2.8275 and as a result, the customer was unable to obtain sensor readings. The customer reported symptoms of sweating and a loss of consciousness. The customer had contact with a healthcare provider who provider intravenous glucose for treatment and provided the customer with a new sensor. There was no report of death or permanent impairment associated with this event.